Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device failed visual inspection due to rear housing separation. The device could not be functionally assessed due to risk of unintentional trigger actuation due to housing issue and the rear housing separated from the impactor. The trigger body screw had slightly backed out and the lips of the rear housing were broken off and left in the mid plate. The remainder of the rear housing was separated from the impactor. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that while checking the set, it was observed that the impactor device housing came apart. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.